Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a hipot test. The cause for the failure was isolated to a pinched pulse wire in the distribution node, which caused a short and the reported alarms. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages and check therapy electrode messages.